Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Section e1: (B)(6).

Event description:
It was reported that the patient was indicated for a pump exchange due to an obstruction located in the outflow graft. Log files and a computed tomography were taken. The patient experienced low flow alarms as a result of the event.

Event description:
It was communicated on (B)(6) 2024 that the patient had cardiac arrest on (B)(6) 2024, had extracorporeal membrane oxygenation (ECMO) implanted, and then passed on (B)(6) 2024. Cardiac arrest was considered to be related to lack of pump support due to thrombosis. The death was not stated specifically as device related. The device was operating as expected but due to thrombosis, flow was 0.0 lpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus could not be confirmed through this evaluation. The account provided images for review. Based on the submitted images, the outflow graft obstruction could not be confirmed. Two sets of log files were submitted for review. Multiple adjustments were made to the controller clock, all with the incorrect year; therefore, it is unknown if the day and month of the timestamp are accurate. Persistent low flow hazard alarms were observed. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1, ¿introduction¿, lists potential adverse events, including pump thrombosis and death, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU, introduction¿, provides an explanation of pump parameters, including flow. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system alarms, including the low flow hazard alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was stated that the outflow graft obstruction was first identified on (B)(6) 2024. It was stated that the patient's international normalized ratio (inr) follow-up was done continuously. The patient's device values were not changed for 2 years. The patient presented with dizziness, nausea, vomiting, and weakness. The planned date for the pump exchange was on (B)(6) 2024. It was stated that the patient died after arrest. The device remained implanted.

Manufacturer narrative:
B2: date of death is unknown, request for this information has been made. B5: narrative information updated. H1: type of reportable event updated. H6: adverse event problem codes updated. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.